Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the item and lot numbers on the box match the complaint. Cannot verify item and lot on the endo button as they are not etched on the part. Inner pouch was received in with the seal broken. No other damage noticed. Device history record was reviewed and no discrepancies were found. The reported event is not confirmed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: poland. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up report will be submitted. H3 other text : product not returned.

Event description:
It was reported that during an acl reconstruction procedure, the endobutton fell out with the graft. Subsequently, the surgeon noted the implant also cut through the cortex. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.